Event description:
A company representative, on behalf of a user facility, reported to olympus that during a pancreaticoduodenectomy (whipple procedure) using an hd 3cmos autoclavable camera head, the patient sustained several injuries. The surgeon was using a suture and accidentally cut the patient's hepatic artery as well as punctured the colon while grasping it. The blood loss due to the hepatic artery cut was controlled within a matter of minutes by coagulation. There were no error messages while using our equipment during the procedure. The procedure was expected to last 4-6 hours, but instead lasted 12 hours. The patient was hospitalized in the intensive care unit but was stable a "few days" after the case. It was stated that there was no failure of olympus equipment. Patient identifier (B)(6) is for the telescope "ir", 10 mm, 30°. Patient identifier (B)(6) is for the hd 3cmos autoclavable camera head.

Event description:
Patient identifier (B)(6) is for the hd 3cmos autoclavable camera head.